Event description:
While attempting to deploy stent to circumflex artery, delivery balloon became snagged on stent, and stent was pulled back into left main artery. Pt required emergency open heart surgery.